Event description:
It was reported that the 9800 system had low ma and fast stop error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.